Event description:
Voluntary medwatch received stated that the atrial lead exhibited far-r over sensing that are sensed in blanking period. No intervention or procedure was performed. No patient symptoms were reported.

Manufacturer narrative:
UDI not available as the product information was not provided.